Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system was not booting. Found before a patient was present. Site just switched to using another navigation system. The manufacturer representative (rep) went to the site and was unable to replicate the issue. Then they stopped by the system again and the system was cycling between booting up and seeing the mdt splash screen, getting to the appliance launcher, and then cycling in this pattern. The rep did a couple reboots of the system and then was able to get the software normally. They cleaned up exams in the cranial and spine software. After cleaning up the exams, they were unable to replicate the cycling again. There was no patient present when this issue was identified.

Manufacturer narrative:
The software analysis of returned software files was completed. However, the software evaluation found that a probable cause was unable to be determined. Fdm, fdr, and fdc codes apply to this analysis. If information is provided in the future, a supplemental report will be issued.